Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up determined that the patient tracker was 3 levels from the noted in-accuracy. The inaccuracy itself was estimated to be 3-5mm off. There was a less than 1-hour delay to the procedure.

Manufacturer narrative:
H3: software investigation determined that the software was functioning as designed. The behavior described is the intended behavior of the software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). 4114,3221,4315 are associated with work order and software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that they were having issues with alleged inaccuracy during a clinical case. It was noted that the doctor, during the case and after taking the spin, was noted to be 3 levels off the noted area. Confirmed information was made known that the doctor had removed the tractors before taking a spin and then added them back once the spin was over. Site had to re-spin for accuracy. There was no reported harm to the patient present, and there was an unknown delay procedure at the time of report. Additional information was received that a later procedure, on a separate patient, was conducted without replication of the reported issue.